Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, externally, the device had a chipped bezel in the top left corner, no physical damage was noted to the socket/connector at the back of the monitor, internally, the device was noted to be in a good condition, the device had no image on the monitor from serial digital interface ¿ 1 (sdi-1) input due to a faulty quantum board. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for an unknown procedure, the high-definition lcd monitor had no picture. During troubleshooting over the phone, the customer realized that the socket at the back had become damaged. The customer put the cable in the digital visual 2 (dv2) socket and the device appeared to work. Subsequently, the intended procedure was completed with the same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported event. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the results of the investigation, the reported phenomenon (no display output from digital video socket 1) likely occurred because power was not properly supplied due to a faulty quantum board (qb). However, the cause of the faulty board could not be identified. Olympus will continue to monitor field performance for this device.